Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was powering off during use. The medical affairs specialist (mas) spoke with the pt on april 25, 2006 to obtain and verify information. In april 2006 at 9:00 pm the lay user attempted to test her blood glucose level, however the reported meter would power off during the test. The pt was unable to obtain a blood glucose result. The pt was not experiencing any symptoms of high or low blood glucose levels at that time. The pt took no action following the use of the meter; this was the first time the meter had powered off during the test. The next day at 7:30 am the pt was found unsconscious by her boyfriend. He did not attempted to test her blood glucose level at that time, and he was aware the reported meter was powering off during use. The pt received no treatment. The pt's boyfriend contacted emergency services, and the paramedics obtained a blood glucose result of 84 mg/dl, and administered intravenous glucose. The pt wsa transported to the emergency room, where her blood glucose level was tested to be 104 mg/dl. The pt day prior to the event, which were as expected. T h pt was unable to provide specific results. The cca confirmed during the call that the meter powered off before the automatic shut off time allotted. The meter, test strips and control solution were replaced.